Event description:
It was reported that the patient with this right atrial (ra) lead had infection. Reportedly, the ra lead was not completely removed as only the conductor was pulled out. A system revision was performed and a new system was implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.